Manufacturer narrative:
No sample was received at manufacturing because it was discarded. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation because it was discarded therefore, damage cannot be confirmed or rather a root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps tips did not open after they were inserted into the patient's eye during a combination cataract and vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient. Additional information received clarified that multiple forceps tips did not open after they were inserted into a patient's eye during a combination cataract and vitrectomy surgery.

Manufacturer narrative:
Corrected information is provided in section h.6 which should have been included in the initial report. The manufacturer internal reference number is: (B)(4).